Event description:
It was reported that during a atrial fibrillation (afib)- persistent procedure, brockenbrough was conducted under the observation of the echocardiogram. A pulmonary vein isolation (pvi) of the left pulmonary vein (lpv) and right pulmonary vein (rpv) were performed. Both pvi¿s were completed without problems. Then, the physician confirmed that there was blood pressure reduction during the ablation of the left atrium (la). The cardiac tamponade was confirmed therefore, drainage was performed. Finally, the blood pressure of the patient was recovered and the procedure was finished. Upon request, additional information was provided on the event. The event was life threatening and resulted in moderate impairment of a body function/structure. The event did not require extended hospitalization. The issue occurred during the ablation phase. The physician commented that the area of the tamponade was unknown. It was unknown if there were any other factors that might have contributed to the cardiac tamponade event. The physician did not notice any abnormal signals. The physician did not experience any difficulty in manipulating the catheter prior to the event. It was unknown how many ablations the patient received before the event. It was unknown if the rf generator was set to ¿power-control¿ or ¿temperature-control¿ mode. The power setting was unknown. The temperature cut off setting and the flow setting were unknown. The type of sheath was unknown. The patient did not receive any anticoagulation in the procedure. The patients updated health status is he recovered during the procedure. The outcome of the adverse event is that the patient fully recovered (no residual effects). The prognosis for the patient was stable. The physician did not consider the event¿s causality was due to any malfunction of the bwi product(s).

Manufacturer narrative:
Product investigation will not be performed since the catheter was not returned for analysis. Since no lot number was provided, no device history record review could be performed. Concomitant product: carto 3 system, model #: fg-5400-00j, serial #: (B)(4). C3 interface cable ¿ diagnostic, model #: d-1297-03-s, lot #: OEM_d-1297-03-s. Lasso navigational variable eco catheter, model #:d-1343-01-s, lot #:unknown_d-1343-01-s. (B)(4).